Event description:
Reported events were diagnosed by MRI and ultrasound. "Cyst" is not device related. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "minor radial folds with minimal fluid in the host capsular around the prosthesis".

Event description:
Patient reported right side "minor radial folds with minimal fluid in the host capsular around the prosthesis" and cyst. Device remains implanted.